Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml lioresal at a dose of 688 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that during a pump replacement for elective replacement indicator (eri) on (B)(6) 2017 the hcp was unable to aspirate the catheter access port (cap). No symptoms were reported. The hcp was possibly going to revise the catheter another day. It was discussed that the patient would go without drug for approximately 1.2 hours.